Manufacturer narrative:
The reported complaint of the autopulse platform sn (B)(6) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed in the archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position. The ua45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its "home" position. However, in this case, the encoder driveshaft was slightly stiff due to the sticky clutch area. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. The ua45 advisory message occurred persistently from (B)(6) 2024 to (B)(6) 2024. Based on the archive data, the customer did not attempt to follow zoll's instructions to clear the ua45 advisory. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, confirming the reported complaint. The driveshaft was slightly stiff; however, it was not stuck and was manually rotated to "home" position to clear the ua45 advisory message. The cause of the slightly stiff driveshaft was the burred clutch plate, which was last cleaned in (B)(6) 2022 during the service performed at zoll. The clutch plate was deburred and cleaned to remedy the slight stiffness of the driveshaft, and the autopulse platform passed all subsequent functional tests. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Zoll provided instructions to the customer on how to clear the ua45 message. Later, the customer indicated that they required the platform to be inspected by zoll but did not state whether they attempted to clear the ua45 advisory. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.